Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported the dentist recommended to discontinue use of the aligners because the use of byte has exacerbated bite misalignment, contributed to gingival recession, and increased jaw discomfort. Patient initials: (B)(6).

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.